Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/01/2013 with the following findings: the keypad is fully intact, with no peeling or damage observed. The up, down and ok keys were intermittently unresponsive and the contrast key responded appropriately. Evaluation revealed that there was contamination under all key contacts. The pump booted to the verify screen with dim pink contrast. Pump cover was removed and the oled screen was removed and replaced with a new test screen, contrast returned to normal with test screen.

Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the buttons were sticking. There is no reported adverse event with this complaint. This report is made based on the allegation of the tactile changes/unresponsive issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.